Event description:
It was reported the cartridges were not staying in place, causing the pump to not work correctly. There was no reported impact to the customer¿s blood glucose level. A follow-up attempt was made by technical support, but the patient did not pick up, and a voicemail was left.